Manufacturer narrative:
B5. Describe event or problem updated. H6. Patient codes updated. Correction: g1 manufacturing site information. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient underwent the holmium laser enucleation of the prostate study procedure for the treatment of benign prostatic hyperplasia (bph). The console setting used for the procedure showed pulse length long, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed three days post procedure. The patient discharge medication included sennosides for constipation prophylaxis. The patient began experiencing irritative urinary symptoms on the procedure day (post procedure). The patient symptoms were reported to be not serious, ongoing and no action was taken. The study facility assessed irritative urinary symptoms as probably related to holmium laser enucleation of the prostate procedure and possibly related to the device. Also, the patient began experiencing urinary incontinence fifty-one days post procedure. The patient symptom was reported to be not serious, and no action was taken. The patient symptom of urinary incontinence was reported to be resolved forty-seven days post onset symptom. The study facility assessed the symptom of urinary incontinence as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.

Event description:
The patient underwent the holmium laser enucleation of the prostate study procedure for the treatment of benign prostatic hyperplasia (bph). The console setting used for the procedure showed pulse length long, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed three days post procedure. The patient discharge medication included sennosides for constipation prophylaxis. The patient began experiencing irritative urinary symptoms on the procedure day (post procedure). The patient symptoms were reported to be not serious, ongoing and no action was taken. The study facility assessed irritative urinary symptoms as probably related to holmium laser enucleation of the prostate procedure and possibly related to the device. Also, the patient began experiencing urinary incontinence fifty-one days post procedure. The patient symptom was reported to be not serious, and no action was taken. The patient symptom of urinary incontinence was reported to be resolved forty-seven days post onset symptom. The study facility assessed the symptom of urinary incontinence as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.

Manufacturer narrative:
B5. Describe event or problem updated. H6. Patient codes updated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient underwent the holmium laser enucleation of the prostate study procedure for the treatment of benign prostatic hyperplasia (bph). The console setting used for the procedure showed pulse length long, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed three days post procedure. The patient discharge medication included sennosides for constipation prophylaxis. The patient began experiencing urinary incontinence fifty-one days post procedure. The patient symptom was reported to be ongoing, not serious, and no action was taken. The study facility assessed the symptom of urinary incontinence as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.